Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a regular follow-up, the device was found to be in backup mode. The programmer was used to successfully perform a user download and the device was restored to normal function. The non-pacemaker dependent patient was stable.